Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd intima-ii catheter upon visual inspection there were tears observed on two primary packages of the infusion set of the final packaged product there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: 4 pictures were sent of safety lok infusion set product 47260025 with lot number 7153961. According to issue stated by customer ¿holes, cracks or tears on blister¿. Review of DHR was performed for lot number 7153961 for holes, cracks or tears on blister issues and they were not found during the packaging inspection process of the material packed. Pictures analysis under normal visual inspection shows the reported attribute, hole/ tears on package on 4 of the 4 pictures received but these conditions were not confirmed and could not be reproduced on the packaging process, this could be caused at the customer repackaging process. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The customer complaint was not confirmed and could not be reproduced on the packaging process, this could be caused at the customer repackaging process investigation conclusion: root cause analysis revealed the mostly probable cause is the packaging process at the customer site during the repack process of the blister on their kit.